Manufacturer narrative:
Additional patient identifier: (B)(6). Patient weight not available for reporting. Device malfunctioned intra-operatively and was not implanted / explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that an open reduction internal fixation (orif) surgery on the left proximal humerus was performed using philos plate and locking screws on (B)(6) 2018. During the surgery, a 3.5mm locking screw would not engage in the plate. The affected screw was removed and exchanged for a 30mm screw. As this did not happen before the surgeon and sales rep investigated the other screws on the caddy and found that some had a more "dome" shape rather than flatter than the others, the 30mm screw that wouldn't engage also had the same issue. No adverse event, no delay in surgery time. Another screw was used to complete the procedure. Concomitant device reported: philos plate (part number unknown, lot number unknown, quantity 1) this report is for one (1) 3.5mm locking screw. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
DHR review was completed. Part number: 213.030 , synthes lot number: 2270296 , release to warehouse date: 23.may.2007, manufacturing site: (B)(4). No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Customer quality conducted an investigation of the returned device. We have received the part for investigation, upon visual inspection of the complaint device it can be seen that the article is good condition with no damage at all. DHR review showed no issues. Moreover a review of our complaints data base shows, that there are no other complaints for this issue from this article and lot number. As part of the investigation a functional test was performed with the screw, the result of the test the screw does function as it should. Plate used for function test was article 239.958 with lot number 5286271. Based to the mentioned findings, no further investigation will be done. Unfortunately we are not able to determine the exact reason for this occurrence, but we have to assume that during the operation an application error may have taken place. To prevent such problems, it is necessary to operate according to the technique guide. Complained issue could not be replicated and/or confirmed based on the available information. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
DHR review was completed. Part number: 213.030 , synthes lot number: 2270296 , release to warehouse date: 23.may.2007, manufacturing site: (B)(4). No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Customer quality conducted an investigation of the returned device. We have received the part for investigation, upon visual inspection of the complaint device it can be seen that the article is good condition with no damage at all. DHR review showed no issues. Moreover a review of our complaints data base shows, that there are no other complaints for this issue from this article and lot number. As part of the investigation a functional test was performed with the screw, the result of the test the screw does function as it should. Plate used for function test was article 239.958 with lot number 5286271. Based to the mentioned findings, no further investigation will be done. Unfortunately we are not able to determine the exact reason for this occurrence, but we have to assume that during the operation an application error may have taken place. To prevent such problems, it is necessary to operate according to the technique guide. Complained issue could not be replicated and/or confirmed based on the available information. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.